Event description:
It was reported that the customer had an unspecified cartridge issue. There was no reported impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.